Event description:
Purchased a used breast pump at a consignment store. The MFR's inserts included a warning that this is a single use device that should not be sold for reuse. The insert stated that an internal diaphram could not be effectively sterilized. The consumer was concerned that the store was still selling these used single use devices.

Event description:
Add'l info rec'd from MFR 7/3/01: which model the consumer purchased cannot be determined from the report. Medela strongly emphasizes that the pump in style is a single user product. Unfortunately medela inc can't do more than warn, to prevent the product from being reused and resold. A consignment store reselling a used single user product is violating the intended use of the product. Medela inc has no knowledge of the current status of the device, whether it has been returned to the consignment store or has remained with the user.